Manufacturer narrative:
The customer indicated that a sample device is not available for return for testing and investigation.

Event description:
The customer reported a leak of chemotherapy (paclitaxel) during priming of a plum set with infusion rate of 350ml/hr. There was patient involvement, however, there were no adverse patient consequences.

Manufacturer narrative:
The reported leak was not confirmed by investigation. No product samples were received for investigation. A picture was provided by the customer indicating the location of the leak, however, the leak cannot be confirmed by the provided picture. Without the return of the sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A manufacturing record review was performed for lot 897455h and the relevant components and there were no discrepancies or non-conformances found that would have contributed to the reported complaint.